Event description:
According to the available information the static anchor broke off when implanting both slings in the patient.

Manufacturer narrative:
The additional device with reported issue referenced in b5 is captured under a separate medwatch report. The lot number was reviewed for complaint trend, nonconforming [nc] report, and CAPA. No ncs nor capas were identified. There were several complaints against this lot identified with the same failure mode. An investigation into this lot will be executed.

Event description:
According to the available information the static anchor broke off when implanting both slings in the patient.

Manufacturer narrative:
A partial altis sling and dynamic suture were received for evaluation. Examination of the sling revealed the static anchor and suture, and half of the mesh were detached and not returned. Microscopic examination of the partial mesh appeared to be rough and irregular, indicating stress was exerted. Examination of dynamic side of the sling revealed the welded part was still attached. Microscopic examination of the dynamic suture appeared to be rough and irregular, indicating stress was exerted. The dynamic anchor and tensioner were not received. Blood residue was noted on the mesh. The information received indicated the static anchor broke off during implant. Quality confirmed the detached static anchor. As the static anchor was not received, it was concluded that the detachment of the static anchor most likely occurred during the tensioning part of the procedure. As the detachment ends of the static suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.